Manufacturer narrative:
Visual analysis: received one partial set, used 46112-05, transpac® IV trifurcated monitoring kit w/03 ml squeeze flush device, arterial safeset¿ reservoir and needleless valves; lot# is unknown. The female luer, winged, red is disconnected from reservoir safeset, custom 15" pt tbg. Engineering evaluation: the separated connection male luer on the stopcock and the red female luer met the iso standards. Engineering summary: the reported product problem for the pressure tubing separation bonds were confirmed. The 15" tubing separation from the red female there was a solvent ring present. The 36" tubing separation there is presence of uv adhesive at the bonded connection. The exact cause could not be determined at this time since there was solvent/adhesive present at the separated connections. In addition the dimensions were found within specification . ICU medical through continuous improvement is looking at any improvements that can be made. ICU medical will monitor and trend.

Event description:
Complaint received regarding two 46112-05, report states: the pressure tubing on this triple transducer kit pulled loose from the luer. No adverse patient consequences reported.